Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the flexible drive cable was stuck on the handpiece of the sternal saw. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The service repair technician (srt) observed the attachment end of cable difficult to decouple from saw handpiece. The srt disassembled, cleaned the inner core, lubricated and reassembled the flex cable and replaced the casing flexshaft. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.